Manufacturer narrative:
Failure to drain - conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The intl affiliate reports the following possible batch numbers: 49902isp, 50009isp, 50090isp, 49587isp, 49644isp, 49699isp, 49739isp, 49805isp. In addition, a review of the batch mfg records for the possible numbers 49739isp, 49699isp, 49644isp was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a pt underwent a breast lumpectomy in 2009. The drain was placed in the anterior chest wall. Bleeding was observed at the puncture site. The surgeon stopped the flow of blood by astriction. A hematoma was formed within two hrs after the surgery. The surgeon performed a re-operation to remove the hematoma. The surgeon opined that the placed drain did not properly suction the hematoma and the trocar damaged a vessel when it penetrated the tissue. The drain was removed in 2009. As of the following month, the pt was still in the hospital. The pt's condition was stable.